Event description:
It was reported that the device went into backup reset mode. The patient had a surgical procedure unrelated to the device, and the physician believes that the electrocautery during the procedure was the cause of the reset. No intervention was performed at this time. The patient was stable.

Event description:
New information received indicated that a device download was performed, and the device was restored. The patient was in stable condition.